Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a one-link needle free IV connector. A brand-new clear needleless connector (baxter one link needle free IV connector) did not function properly when removed from its packaging. The connector was attached to a new midline catheter to assess blood return and flushing. With this connector in place, the line flushed without issue but did not produce a blood return. The connector was then removed, and the new midline catheter was tested without a connector; it functioned as expected, with successful blood aspiration and flushing. A second new baxter connector was subsequently attached, and the line again functioned normally, demonstrating both blood return and adequate flushing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.